Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they was a disconnection of something from unit in hip. There was surgical procedure to correct the issue. The reported issue was not resolve yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient reports believes ins battery has depleted. The patient reports symptoms are not controlled and "is not helping at all", with issues starting "about 2 months ago". The patient reports had a healthcare provider (hcp) appointment on (B)(6) 2021 and again on (B)(6) 2021, while attempting to contact the manufacturer representative (rep) in between. The patient reports left detailed message to rep with issues "last friday and again today" but is unable to reach. The patient connected to ins while on call and was surprised to see therapy was turned off, and confirmed seeing no lightening bolt in top left corner. The patient was on program 1 and increased to 5.9v and denied feeling stimulation in bicycle seat area. The patient switched to program 2 and reported feeling stimulation in "low back at the spine" at 0.3v. The patient states "maybe it was a fluke" and denied feeling stimulation in bicycle seat area at 5.6v. The patient switched to program 3 and denied feeling stimulation at 3.9v. Pt switched to program 4 at 4.2v and denied feeling stimulation. The patient denies any falls/trauma to implant site. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and have ins checked.